Event description:
This device was retuned without oos documentation from biotronik representative. Per second rep, the device did not provided pacing impedance values when the test was done. This device was replaced with another lumax 340 hf-t. There are no adverse events reported for this patient.